Event description:
The facility reports the patient was lifted from the wheelchair. During the lift, the patient dropped oblique. The hoist seemed to tilt sideways (to the right); the carer tried to stop the tilting. At the same time, the carer tried to loosen the other clips of the sling, when that succeeded, the patient fell back into the chair, which caused the chair to fall backwards. The patient fell, hitting her head on the floor, and died ten minutes later.

Manufacturer narrative:
An arjo investigator has examined the device and found it in good condition. The leg hinge bolts were found loose; the bolts were still in place, though one had come loose a bit under the chassis. When the chassis covers were removed, a locking pin dropped on one side, this locking pin secured the fixing pin of the chassis motor; the fixing pin was still in place. It is stated in the report that the user said the lift leaned to one side. The above observations do not indicate that the lift malfunctioned, causing this incident. It is possible one sling clip was not attached and the patient was leaning/slipping. Further investigation at the site, including an interview with the caregiver involved in the incident, is needed to determine the cause of the accident. A follow-up report will be sent upon the manufacturer's completion of their investigation.